Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located at distal left anterior descending (lad) artery. A 2.00mm x 8mm apex balloon catheter was used to treat the target lesion. During an unspecified inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the apex catheter was received with an apex product pouch label that matched the information on the device. There was blood in the inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, water emitted from the outer shaft. There was a tear in the outer shaft 23 cm from the bi-component weld. The length of the tear was 2 mm (measured with a (B)(4)). The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).